Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent oblique lumbar interbody fusion due to degenerative disc and stenosis. Intra-op, the product broke during interbody implant insertion. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Product analysis: visual review confirms the instrument is broken several threads down from the distal tip of the threaded rod. No surface defect identified that could contribute to crack propagation. Microscopic examination of the fracture surface finds a fracture with no indication of torsion or fatigue. There is a sheer lip that is consistent with bend stress overload. Conclusion: the above observations are consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.